Event description:
It was reported that the patient had to charge the ipg frequently. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device and the patient was doing well post-operatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.